Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie and drawer was not detecting it is closed or locked. A field service engineer replaced two cubies that were malfunctioning and was able to load medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie/drawer not detected on bus. Customer attempted to load an item into pyxis drawer 7. The drawer repeatedly indicated that it was not locking properly, even though it was fully closed. User tried to fix the hardware issue by pressing 'recover storage space' and by opening and closing the cubie and the drawer, but both attempts failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.